Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds with no capture and high impedance due to a lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.